Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition was not confirmed or reproduced. However, a baxter quality engineer reviewed the event history log and identified failure code 803:07 on channel a. The root cause of the failure code condition was determined to be corrosion in channel a. To fix the reported problem, the pump head module (phm) of channel a was replaced. This issue has been escalated to CAPA. A service history review reveals that the device has not been serviced by baxter prior to this event.

Event description:
The facility reported a colleague infusion pump with a malfunction of channel a contamination. The event was reported to have occurred during programming / setup in the medical ICU. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. The customer does not want to be contacted. No additional information is available. The user interface module software version is vista minor(5.04.00).

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.